Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."

Event description:
During an anterior cruciate ligament repair, the screw tip fractured. The screw was removed and another screw was used to complete the procedure with no delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause for the event could not be determined.